Event description:
Related manufacturer report number 1627487-2022-04733. It was reported that the patient's leads were protruding and the patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the leads were explanted and one lead remains implanted, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.